Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2017. The patient was revised on (B)(6) 2022. Upon information and belief, the loose components in the patient's left knee were due to premature polyethylene wear of the tibial insert. No other patient information/medical history provided.

Manufacturer narrative:
Product information has been identified. D10. Concomitants: 4235386 250-01-05 - uni femoral component sz 5. 4825736 201-78-81 - 3" trocar, mod. Hex 2pk. 4825817 201-78-25 - small headed sharp pin, 1 1/8" 4 pack initial submission: all fields in section f should be blank, this is a manufacturer's report.

Manufacturer narrative:
H10. These devices are used for treatment not diagnosis. H6. Investigation results -the revision reported was likely the result of prosthesis wear and an insufficient bond between the implants and the bone which led to aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.